Event description:
Information received indicates the left intermediate siderail will not latch.

Manufacturer narrative:
The technician found the latch mechanism was contaminated causing the latch to stick. The technician cleaned and lubricated the latch mechanism to repair the bed.